Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and date of death were requested, unavailable at the time of this report.

Event description:
It was reported to philips that the device battery was fully charged when placed in the device but depleted within 2 minutes of clinical use. The patient involved was in cardiac arrest and expired. The customer reported that another device was used to treat the patient. The biomedical engineer stated that patient did expire but not due to mrx issues.

Manufacturer narrative:
It was reported to philips that the device battery was fully charged when placed in the device but depleted within 2 minutes of clinical use it was reported that the patient involved was in cardiac arrest and expired. The customer reported that another device was used to treat the patient. The biomedical engineer stated that patient did expire but not due to mrx issues. No further information regarding the patient's age, gender, or weight were available from the customer. Several attempts have been made to gather this information, and the customer has not responded. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse performed the recalibration procedure and found the battery failed recalibration and needed to be replaced. The fse provided the following information for the failed battery: (B)(4) another battery 0941-xxx-x. The reported issue was confirmed and traced to a faulty battery. The battery will be replaced by the customer and the device remains with the customer.. Philips will consider that this was a malfunction of the battery. There is no indication of a systemic problem; no further investigation or action is warranted.